Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to service the device. The fse checked the total cycles on the machine and found that the front panel was completely unresponsive. The fse removed and replaced the front panel unit. Once the front panel unit was installed, the fse powered on the oer-pro and toggled through the function control panel functions. The front panel was observed to be operational and properly working. In addition the plastic lid was removed that was cracked and replaced. The equipment was repaired and verified according to the original equipment manufacturer's instructions. Electrical safety check conducted and passed. Investigation is ongoing. This report will be supplemented accordingly following investigations.

Event description:
The user facility reported that the oer-pro lid is cracked. The issue found during an unknown event. There was no patient involvement, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no abnormalities. It was confirmed that the equipment was shipped out in accordance of specifications. The root cause cannot be conclusively identified. Based on the results of the investigation, it was presumed that the user made scope or something hard contact to the lid. The user can detect the event by inspecting equipment in accordance with the following IFU (instruction for use) description: as stated on the IFU the user manual states: important information ¿ please read before use. Chapter 3 inspection before use 3.2 inspecting the lid and lid packing before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out. The lid is not cracked, broken, or otherwise damaged. Olympus will continue to monitor complaints for this device.